Manufacturer narrative:
This product was received for evaluation and the reported failure was not confirmed. Tech services could not confirm any flickering of the monitor's images. Additional part used: packaged, glidescope, smart cable; catalog: 0800-0531; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl 2 monitor, the screen image was flickering / jumping. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.